Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/22/2019, that on (B)(4) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be caused by smart device platform/os. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.